Event description:
It was reported that this device was beeping. Technical services advised the device is on an advisory and premature battery depletion is suspected. The device has been implanted less than five years. Technical services recommended explant. There were no adverse patient effects. The device remains implanted.